Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During application of a halo fixation system, the halo crown is fixed with 4 pins to the skull. One of these pins got wedged into the crown up to the point where not adequate fixation could be archived. As to how this event was solved is not exactly known yet. I can speak to the treating hcp next week. There was additional anesthesia needed for the skin of the patient and the procedure was lengthened. How much the procedure was lengthened is known at this time. The product as available for examination. This event is not uncommon to this user. Update 06 july 2016 - it seems that the threads in the ring are not correctly cut, as the pin jammed immediately in the ring.

Manufacturer narrative:
Device manufacture date, evaluation codes: additional information. Device evaluated by MFR?: corrected data. (B)(4). Devices were not returned to the complaints handling unit (chu) for evaluation. Pictures of the halo crown were sent which revealed that the posterior pin holder threads were damaged / stripped. However, the damage cannot be confirmed without the return of the product. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Pictures of the halo crown were sent which revealed that the posterior pin holder threads were damaged / stripped. However, a definitive root cause cannot be determined with the provided information, as it cannot be confirmed that the product failed to meet specification. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned. Only photos.